Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05772. It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. However, during preparation, it was noted that the balloon was ruptured. The physician then opened another 12.0 x 40, 75cm mustang balloon catheter but the same problem happened. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was attached to an encore inflation unit and a pinhole was identified 13mm from the distal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05772. It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. However, during preparation, it was noted that the balloon was ruptured. The physician then opened another 12.0 x 40, 75cm mustang¿ balloon catheter but the same problem happened. The procedure was completed with another of the same device. No patient complications were reported.